Event description:
On (B)(6) 2024, a beta bionics clinical diabetes specialist (cds) reported the ilet user was hospitalized due to inappropriate use of meal announcement. Upon starting the ilet, the limited access code had been set to prevent access to meal announcements. On the morning on (B)(6) 2024, the ilet user's mother contacted the cds about the user experiencing low blood glucose (bg) overnight. The cds reviewed the ilet report and noticed a total of 6 "more than" meals announced between 9:30pm on (B)(6) 2024) and 12:30am on (B)(6) 2024), resulting in about 90 units of insulin being delivered. During this time, the report showed that the user's cgm glucose was low and reached 39 mg/dl around midnight. Per the mother's report, the user was able to treat with oral rapid-acting carbohydrates and did not experience seizure or loss of consciousness. The user was in bed at the time of the initial event and her mother reported being unaware of the multiple meal announcements as the user did not know the limited access code. While speaking with the cds about the event overnight, the cds also noticed that there were five additional meal announcements between 7:00am and 9:00am that morning on (B)(6) 2024). The mother insisted that the user did not know the access code and the ilet must be malfunctioning. The cds advised the mother to have the user discontinue use of the ilet immediately and revert to their previous therapy (multiple daily injections) until the cds spoke with the user's healthcare provider (hcp). Ems was called due to concern that the user's cgm glucose reading low, and their insulin cartridge was down to 40 units. When ems arrived the user's cgm glucose was 105 mg/dl. No treatment was administered, and they left. The ilet showed 40 units of insulin on board (iob) so the user's mother drove them to the ER. At the ER the user had additional hypoglycemia with cgm readings in the 50s. They received dextrose and po intake. No loss of consciousness or seizure was noted, and the user was able to take rapid-acting carbohydrates orally. The user's healthcare team was notified. The cds recommended the user discontinue ilet use at this time until they stabilize.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the event dates (2024-02-06 through 2024-02-07) was reviewed. No instances of malfunction alerts were listed. Cgm alerts and volume were not changed from default values (on and "high" respectively). Body weight had not been changed since initial setup on (B)(6) 2023. Review of the ilet report shows a total of 16 meal announcements between on (B)(6) 2024. Six of these meal announcements were made between 9:00pm on (B)(6) 2024 and 1:00am on (B)(6) 2024 which related to the first period of hypoglycemia the user's mother reported. Five meal announcements were made between 8:00am and 10:30am, related to the second period of hypoglycemia reported and resulted in hospital evaluation. From 9:19pm on (B)(6) 2024 through 12:19am on (B)(6) 2024, alerts 22 (low glucose), 21 (urgent low soon), and 20 (urgent low) were repeatedly triggered and deactivated without being marked as "acknowledged." The ilet did not resume insulin delivery until 2:06am when cgm glucose readings were approximately 98mg/dl and increasing. From 9:24am through 10:19am on (B)(6) 2024, alerts 24 (glucose falling quickly), 22 (low glucose), 21 (urgent low soon), and 20 (urgent low) were repeatedly triggered and deactivated during this time without being marked as "acknowledged". The ilet did not resume insulin delivery until 11:04am when cgm glucose readings were between 132-135mg/dl and increasing. The "limited access" lock was set on the ilet on (B)(6) 2023 at 1:25pm. The limited access menu was displayed on the lock screen before each meal announcement. The limited access code was entered each time the limited access menu was displayed. The lock screen slider was activated each time. After the meal size was selected, the meal confirmation slider was also activated. The ilet returned to the lock screen after each meal announcement was logged. Based on the engineering logs, the ilet is not malfunctioning. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, device logs and ilet report it was determined that the ilet operated as intended and no malfunction was found. The assignable cause to this event includes misuse of the meal announcement which resulted in hypoglycemia. The device logs confirm that limited access was set on the device and that the code was entered prior to each meal that was announced. While hypoglycemia did occur, no seizure or loss of consciousness was reported, and the user was able to take rapid acting carbohydrates orally. They received treatment with dextrose to prevent severe hypoglycemia due to the iob on board from misuse of the meal announcement feature.